Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). Report source: user facility is incorrect, should be distributor. (B)(4).

Manufacturer narrative:
Conclusion code: previous code is not applicable, this lens model is not contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm.(B)(4).

Manufacturer narrative:
(B)(4). Chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6, -10.50/+1.50/88 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to low vault. This exchange resolved the problem.